Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was hospitalized after receiving appropriate shocks. Shock impedance went from around 52 to 47 ohms. Due to other health issues, patient and his family have requested that all therapy be turned off. Lead and device remain implanted. Should additional information become available, this file will be updated.